Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the pump had broken platen and door hinge and found to be the root cause of an over infusion event. The product issue was reported to bd representative during site visit. There was patient involvement but impact is unknown.